Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no known intervention performed.

Event description:
It was reported that this pacemaker was suspected to exhibited premature battery depletion (pbd) and was using more than two hundred twenty percent. Initial analysis showed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 33 microwatts; however, this device was consuming 97 microwatts. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. As of this time, the device remains in service. No adverse patient effects reported.